Event description:
Info rec¿d indicates the pump doesn¿t stop pumping.

Manufacturer narrative:
All alarms performed according to specifications. The customer complaint could not be duplicated. This MDR is being submitted as part of a retrospective review for reportability.